Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience? General surgeon. Did the surgeon receive confirmation of a complete anastomosis to include inspecting the washer and donuts? Not aware if anastomoses was completed and if washer and donut were inspected. Did the healthcare professional receive audible & tactile feedback when firing the device? Audible and tactile feedback was heard as per the surgeon report. How many counterclockwise revolutions were done to open the device before. Attempting to remove it from the patient? Unknown. What is the current patient status? Unknown.

Event description:
It was reported that during a bowel procedure the surgeon created an end to end anastomosis. When the doctor attempted to remove the device from tissue, it stuck to the tissue and caused damage. The surgeon converted to open and the damage was repaired manually. The device was discarded.